Manufacturer narrative:
Concomitant product: unknown lead, implanted (B)(6) 2016.

Event description:
It was reported that during a device replacement procedure, a competitive high voltage lead connection pin was lubricated and plugged in and unplugged from the connection block of the cardiac resynchronization therapy defibrillator (crt-d) three times due to high impedance values. The connector pin reached to the bottom of the connection block, but testing revealed the same result of high impedance values. After the last attempt, the competitive lead suffered a rupture in the distal portion of the connection pin, resulting in a lead replacement. When trying to connect the new lead to the device, the device setscrew was displaced from its position and it was not possible to relocate it to the original position. The crt-d was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the device was returned and analyzed, and no anomalies were found. The returned device indicated a damaged rv grommet and a disengaged rv set screw with a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.